Event description:
It was reported during an asset return inspection for annual maintenance inspection with no complaint received from the customer, the device forceps elevator found with foreign material. In addition, it was observed that the inside of light guide lens is dirty. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
(B)(6). The subject device was received and evaluated. Device evaluation and inspection, service repair noted the following findings: device evaluation noted the forceps elevator has foreign material. The inside of the lens of the light guide observed to be dirty inside. Furthermore, the following findings during inspection were noted on the device: nozzle is deformed. Adhesive on a-rubber is detached. A-rubber has discoloration. Connecting tube has a wrinkle. Connecting tube has a scratch. S-cover has a scratch. Sw2 has a scratch. Universal cord has a scratch. S-connector has a scratch. Sc cover unit has a scratch. Forceps channel port has a dent. Angulation is lower than standard. Angulation is play. Due to clogging of nozzle, water removal ability does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is suspected the issues (forceps elevator had foreign material, and the inside of the light guide lens was dirty) were a result of insufficient cleaning of the device. However, a root cause could not be determined. The device's reprocessing manual states the following: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.